Event description:
The complaint was confirmed for the reload set 200 alarm. During visual inspection and functional testing of the returned sample, it was noted that there was a cut in the cassette that caused a leak. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted baxter's technical service center to report having a reload set 200 alarm with the homechoice (hc) machine during self testing and a bad cassette. The hp stated she had to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp explained that she still had the sample available for evaluation and had already provided the lot number. The hp advised that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This reported condition of reload the set 200 was confirmed in the lab. The results of a sample evaluation revealed a mark/cut on the cassette. The rootcause was not determined, the results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.